Manufacturer narrative:
Batch records, final product and qc records were reviewed for lot cov1120192. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr. Test results of retention samples from cov1120192 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result (s). Test did not produce a result. Questioned the user on the test procedure, but could not identify any user error.